Manufacturer narrative:
H4: the lot was manufactured june 16, 2022 - june 17, 2022. H10: two devices were received for evaluation. Visual inspections with the naked eye and with magnification were performed on the samples and no foreign matter was observed in either container. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had a foreign substance. The issue occurred during setup/ preparation. There was no patient involvement. No additional information is available.